Event description:
It was reported while using bd vacutainer® push button blood collection set, the needle sheath is getting stuck when changing collection tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for eval: yes d9. Returned to manufacturer on: 06-mar-2025 h3. Device eval by manufacturer: yes investigation summary - bd received 19 samples for investigation. These samples underwent functional tests, using 10 tubes per needle to assess the device's functionality. All samples passed the tests without any evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, the needle sheath is getting stuck when changing collection tubes. No adverse impact was reported regarding the patient or user.